Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. The reproduction of the event in which the image was not displayed from the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor had a black screen. The issue occurred during preparation for use for a laparoscopic surgery procedure. The facility finished the procedure with the replacement device. There were no reports of patient harm.